Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported unconfirmed false-positive results with the binaxnow covid-19 antigen self test kit performed on (B)(6) 2021. The customer stated she received a faint line for the control line but a solid line for the sample line when she performed both tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H10 : corrected date : g4 additional data : b5,b3.

Event description:
Patient was asymptomatic.